Manufacturer narrative:
A review of the device history records were performed which confirmed no inconsistencies. A complaint history review has identified two additional complaints for this lot number on file. One used burr was returned for evaluation. A complaint analysis of the single-use dyonics straight burr product line for shedding and/or seizing has been completed. A root cause could not be determined and the company will continue to analyze additional complaints as they are reported. (B)(4).

Event description:
During a shoulder arthroscopy, it was reported that the surgeon noticed metal shavings on the surrounding tissue. Surgeon noticed this and immediately requested a new device and used irrigation and suction to clear the metal shavings out of the shoulder. There was a reported ten minute delay.